Event description:
Through journal article, "intraoperative evaluation of textured anatomical implant rotation: a prospective study" a total of 51 patients (80 implants) were included, in which the following events were reported "recall of allergan biocell textured implants", "aesthetic dissatisfaction", "textured implant exchange", "capsular contracture" baker grades I-IV, "double-capsule formation", "malrotation", "alcl concern", "animation deformity", and "concern for rupture". Due to insufficient information it is not possible to determine which patients were affected by specific adverse events. Implants were "either removed en bloc with a total capsulectomy, or the implant was removed after a capsulotomy was made." Fifteen breast implants were reported as having had radiotherapy treatment. This relates to the left side record. This record is for the mcghan biocell textured implant.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "recall of allergan biocell textured implants", "aesthetic dissatisfaction", "textured implant exchange", "capsular contracture" baker grades iii-IV, and "rupture". Article citation: gary, cyril s et al. ¿intraoperative evaluation of textured anatomical implant rotation: a prospective study.¿ plastic and reconstructive surgery vol. 154,3 (2024): 490-499. Doi:10.1097/prs.0000000000011072.